Manufacturer narrative:
(B)(4). Concomitant medical products: 734028000 metasul neck 1468826, 437228051 metasul insert 146329, 735601101 collerless stem 1366476. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a hip arthroplasty and subsequently was revised due to bone deterioration and metallosis. Additional information was requested however none was provided.